Manufacturer narrative:
Returned device was received in decent physical condition although the bottom case was cracked by the l-bracket and there was noted contamination on the interconnect board. Evidence of reported problem in event log was found. During the evaluation of the device, the device would not calibrate. The fault was found to be contamination on the size pot and barrel clamp assembly. This was determined to be customer damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was not calibrating for syringe size. There were no reported adverse events.